Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed there was black rubbery foreign material foreign in the nozzle, but the material could not be identified. It is likely that the material was not removed due to reprocessing not being conducted properly due to a leak. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the nozzle of the colonovideoscope was clogged with foreign material. There was no patient involvement.